Manufacturer narrative:
The report of a csf leak was not confirmed. This issue cannot be confirmed with product analysis. As received, the device¿s battery and regulated voltages were below the minimum specification to sustain communication. A review of the generator logs showed the device experienced a por during the explant procedure. A depleted battery can occur when the device enters the service applicate state due to the increased current draw while in the service application state. Once the device was connected to an external battery and was booted into therapy, it communicated with all lab utilities and passed all functional testing.

Event description:
Manufacturer reference number: 1627487-2019-10874, 1627487-2019-10875, 1627487-2021-02193. It was reported the patient experienced headaches and unwanted side effects with stimulation on and the entire system was explanted.